Event description:
The ut69table shield has a u profile that covers the shields support bar and the profile edges were sharp causing paper cut type injuries on the installer. (B)(6) did a quality check and found out that the manufacture did not burr (sand and polish) the edges which caused this issue. (B)(6) had the manufacture fix the issue and we went through and replaced all the defective profiles with ones that were burred and sanded so they had a smooth edge and did not cause any more cuts. The manufacturer of the u profiles detected that the problem came from a non sufficiently trained employee, has since increased his quality and training process and adapted a laser processed production.